Event description:
It was reported that when dr. (B)(6) set his flexion on the distal cut at four degrees. It looked like more like 18-20 degrees. We did a manual knee at that point. No patient injury was reported.

Manufacturer narrative:
No fault could be found with the returned navigation unit. The navigation unit powered up and successfully passed horizontal, vertical, and side calibration. The unit also successfully completed multiple simulated maneuvers during testing. The navigation unit was found to function as design. The root cause of the failure was found to be user error. It was determined that a positioner mechanism was used by the surgeon during femoral preparation, which is not an approved tool in the tka system. When the patient leg is fastened to the positioner, the leg loses its full range of motion, and therefore cannot achieve the 20cm of hip flexion required during the femur maneuver as instructed in the kneealign surgical technique manual. This results in inaccurate measurement outputs. A review of the device history record (DHR) was conducted. The device passed all manufacturing specifications prior to release. Orthalign, inc. Will continue to monitor this issue and take action if alert limits are exceeded.